Event description:
It was reported that the pt was prepped for repair of a large thoracic aneurysm, (size unknown). There was severe calification throughout the vessels. The physician placed a 10 mm dacron graft (unknown MFR) from the sma to lower aorta, one month prior to the use of the aortic cuffs. An angioplasty was performed in the right iliac artery for a pre-existing occlusion which resulted in a perforation of the right iliac artery. The physician placed another MFR's stent, restoring the blood flow and sealing the perforation. It was reported that the physician then intended to build a bridge using aortic cuffs to the thoracic aneurysm. The physician deployed a 20 mmx5.5 cm aneurx aortic cuff with successful and correct placement, and then the physician placed a 20 mm x 5.5 cm aneurx aortic cuff (MFR report #2953200-2006-00342) with the same results, floating in the aorta. The physician then elected to place an 18mm x 10 cm another mfrs contralateral leg capturing the floating aortic cuffs. Then the physician implanted another mfrs ipsilateral limb device and created an aui, which was above the bifurcation not occluding the iliac arteries. The physician completed the case with two taa devices successfully to the intended landing zone. Completion angiogram indicated that there were no endoleaks. The pt remained in the hosp and after three days, the pt was failing and the pt's family elected to remove life supporting measures and pt expired four days post implant.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death). Patients condition affected effectiveness of device (severely calcified vessels). Incorrect technique/procedure (device not intended for use in the thoracic artery and aortic cuff was inaccurately delivered). Conclusions: device failure/lack of effectiveness related to pt condition (severely calcified vessels). User error contribution to event (device not intended for use in the thoracic artery and aortic cuff was inaccurately delivered).